Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient disliked tonic stimulation and recharging the ipg frequently. The ipg was reported to be inoperable for several months. As such, surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Reportedly, stimulation was restored post-operatively.